Manufacturer narrative:
The grafts was not received for evaluation. A review of the DHR was completed with no issues noted. There was no information or trend identified that indicates that the issue is graft related. A review with lemaitre clinical advisor review of the issue was that the "intima" removed was actually a thrombus, which was later confirmed by the hospital."it was found that it was clot that came out of the graft.". A root cause for this complaint could not be conclusively determined, but is most likely patient specific, due to patient medical history and comorbidities. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
Graft was explanted after surgeon attempted to remove a thrombosed artegraft because the intima came out with the clot.